Manufacturer narrative:
The lead and the ICD under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the received ICD data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Upon inspection of the received data, the clinical observation was confirmed. The pacing impedance and threshold in the rv channel have been rising between october 2012 and july 2013. The sensing values remained stable over time. In summary, the devices under complaint were not returned for analysis. Based on the available information, no conclusions can be drawn regarding the root cause of the increasing impedance and threshold values. The review of the quality documents confirmed a regular manufacturing of the lead and the ICD.

Event description:
Ous MDR - during a follow-up on (B)(6) 2013, it was noted that this lead's impedance had risen to 999 and thresholds were 1.3 @ 0.5. At the (B)(6) 2013 follow-up, impedance was 1815 and threshold was 1.8 @ 0.5. On (B)(6) 2013 impedance rose again to 1910 and threshold was 1.6 @ 0.5. The decision was made to explant this device and replace it, but rv access was not possible.